Manufacturer narrative:
The t:slim x2 user guide states the following; "your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." Also, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 431 mg/dl with a high level of ketones. The customer was admitted to the hospital. An insulin injection was administered prior to the hospitalization in an attempt to lower the bg level. The customer was treated with intravenous fluids and insulin injections. The contact reported that the healthcare provider observed a pump reset message and the contact was concerned that the pump was not functioning as intended. Tandem technical support reviewed the pump data and found that an auto off safety alarm had occurred the morning of the hospitalization. In addition, after receiving the appropriate low battery alerts and alarms, the customer allowed the pump to shut down and the pump had reset which was an expected pump response to the shut down. The customer had also manually changed the date and time in the pump to add past target bg levels. The contact stated that the customer had not been using the pump the day leading to the hospitalization or delivering insulin manually. The contact acknowledged that the pump was functioning as intended and that the customer was not using the pump in a standard manner. The contact was to work with the customer and healthcare provider to address the use of the pump. Although requested, the customer¿s discharge date was not provided.

Manufacturer narrative:
Additional information reported that customer was discharged from the hospital on (B)(6) 2017.